Event description:
It was reported by the patient's counsel that the patient underwent left total hip arthroplasty in 2006. In 2007, patient began experiencing pain. Patient was revised in 2008, in which loosening of the acetabular cup was noted.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.